Manufacturer narrative:
(B)(4). The device was not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was replaced per physician's preference. No device malfunction was suspected. The patient was reportedly doing well postoperatively.